Event description:
It was reported when the physician attempted to update the patient's dose he received a pump memory error (pme) code that pump/catheter data was invalid. It was indicated that the physician programmer card was not updated with the latest version. It was noted that the new updated card would be issued. There were no patient symptoms reported. The outcome was not provided. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8870, product type software. (B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 8840, serial#: unknown, product type: programmer, physician. (B)(4).